Event description:
A customer contacted beckman coulter inc., (bci), regarding an erroneously elevated total t4 (tt4) result generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent testing produced a result within the normal reference range. The result was not reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a 16x100mm serum tube with a gel separator and was centrifuged for 15 minutes. Qc was within specifications prior to and on the day of the event. A routine system check was performed on (B)(4) 2010 which failed due to one qns (quantity not sufficient) flag. A field service engineer (fse) was dispatched: the fse verified the main pipettor ultrasonic settings, no issues were noted. The fse replaced the reagent storage cover. The fse performed a system check and qc; all results were within the instrument specifications. A definitive root cause has not been determined for this event to date.